Event description:
It was reported that during a cardia cancer resection, 10 hours after completing the esophagogastrostomy procedure the doctor found gastric juice on the pt's thorax. There was an anastomosis stoma leakage. The pt had to accept procedure again.pt is o.k.